Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Today we had an l3-s1 posterior tlif using expedium 5.5. We set up the instruments but noticed one of the x25 torque driver final tightener shafts ((B)(4), lot#gm4150606) looked a little too malformed to use, so we set it aside and used the backup in the set. While final tightening the screws, the backup x25 torque driver final tightener shaft ((B)(4), lot#gm4233204) began to strip and kept skiving out of the set screws. We tried to tighten 2 set screws but had no luck with either so we opened up a new pan to get a different shaft to finish the job. Our third option completed the procedure without issue with no patient harm.